Event description:
It was reported that the patient's right ventricular lead exhibited noise. No intervention was performed at this time. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.